Manufacturer narrative:
Device eval summary: device eval of monitor sn ( B)(4) has been completed. Upon eval the monitor would not power up. Resistor r45 was open on the c/a board, which shorted u1003 on the monitor c/a board and prevented the monitor from powering up. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn ( B)(4) was unable to power up. The last pt to use this monitor did not report any deficiencies.